Event description:
It was reported that during a ptca/stent procedure in a proximal left anterior descending, the stent was advanced without predilating the lesion, which is contrary by instructions for use. The initial removal attempt was met with resistance. The stent delivery system, guiding catheter, and guide wire were removed as a unit successfully. Following the removal, a dissection was noted just distal to the stent's location. A second stent was successfully used to stent the dissection. Reportedly, the pt was fine throughout the procedure.